Event description:
Implanted in 2001, was used for chemo. Four days later, patient complained of burning sensation in chest during infusion. Extravasation was noticed by the nurse, discontinued treatment, and removed on that same day.